Event description:
A male patient contacted lifecor customer support to report that his battery pack will not charge. When he places the battery pack on the battery charger, he got an orange charging icon and then a red flashing bad battery icon. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the "battery fault" led was due to a defective battery cell within the battery pack. The root cause of the defective cell cannot be positively identified. The defective cell was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.